Event description:
It was reported that the device needs to be calibrated because the pressure is not right.

Event description:
It was reported that the device needs to be calibrated because the pressure is not right.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The device was received with the warranty seal unbroken. The calibration sticker on the back of the device indicates it is overdue for calibration because the due date is may, 2012. The insufflator was visually inspected for physical damage, and none was seen. The insufflator was then visually inspected for burnt/damaged components on all pcba's and none were seen. In addition, all the cables were properly seated. The insufflator underwent 20 power cycles. Per each power cycle, the insufflator performed a device check (verifies proper function of electronics, sensors, and valves). No error messages or issues were observed during testing. After running the console for 1 day, it was noticed that the actual pressure was off (actual: 12 mm hg, set: 15 mm hg). An acceptable variation is about +/- 2 mm hg. The insufflator¿s high pressure unit(hpu) and low pressure unit(lpu) were then calibrated. After the calibration of the hpu & lpu, the insufflator was left running for 1 additional day. The insufflator completed the ¿burn-in¿ test with no issues observed. A tube set that was connected to a dummy lap fixture was inserted into the insufflator with a pressure sensor transducer connected. Also, a gas bottle was connected to the insufflator and opened. The insufflator was then run with a set pressure of 10 mm hg, 20 mm hg, and 30 mm hg while in veress insufflation. In addition, dummy lap depressions were applied in order to verify if the overpressure alarm would sound. The overpressure alarm sounded. When the dummy lap depressions were stopped, the insufflator was then able to revert to the set pressures of about +/- 2 mm hg (which is an acceptable variation when running in veress insufflation). While in high flow insufflation and with the same set pressures as previously mentioned, dummy lap depressions were also applied in order to verify if the overpressure alarm would sound as well as trigger the venting valve. While maintaining dummy lap depressions, the overpressure alarm sounded, and the venting valve triggered which vented the excess pressure back to the set pressures of about +/- 2 mm hg (which is an acceptable variation when running in high flow insufflation). The customer complaint was confirmed. The actual pressure was off. In addition, the insufflator was overdue for calibration. This may cause sensor drifts, which can result in nonconforming behavior including, but not limited to, the cessation of gas flow. The root cause for the pressure not being right is overdue calibration. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.